Event description:
Inserted catheter into pt. After inflating catheter with 10 ml sterile water felt abrupt release of pressure. Observed color of urine change to pink. Pulled catheter out. Pt was reinserted different foley catheter w/o any issues.